Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm during bolus. The customer's blood glucose was unknown at the time of incident. The customer performed fixed prime and the insulin did exit. The customer stated that they tried different infusion sets or cannula lengths. The customer stated that the sites were rotated. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Programmed multiple basal rates and boluses for 24 hours. Monitored the pump for three days and no unexpected no delivery alarms were noted. The pump was received with a missing end cap sticker and a cracked case at the display window corners.